Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported they were not able to read the number on the display. Their meter allegedly would not display complete number, segments missing. The result on their meter was incomplete 289mg/dl or 186mg/dl unable to tell. Meter was not compared to any other equipment. There was no treatment. No further info has been reported.